Event description:
Medtronic received information that four years and five months post implant of this aortic bioprosthetic valve, the patient was evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was due to failed valve. Subsequently, additional information was received that the patient died. The cause of death was not received. No further information was provided. Additional information was received that the patient was evaluated for a transcatheter valve replacement due to an unspecified valve failure. A valve-in-valve procedure was performed. During the procedure, the valve subsequently dislodged after final released. Subsequently, an aortic dissection was observed. The transcatheter aortic valve replacement (tavr) procedure was converted to open heart surgery to repair the dissection. The valve was subsequently explanted. Following the procedure, the patient died. The cause of death was due to aortic dissection and bleeding. Per the physician, the valve contributed to the death due to the valve dislodging. Additionally, per the physician, the delivery catheter system (dcs) can be excluded as a contributing factor to the patient¿s death. Additional information was received correcting the previously documented narrative for this patient. The patient did not undergo an intervention for the failed valve and no dissection, dislodge or conversion to surgery occurred. Medtronic received information the patient presented with heart failure and admitted to the intensive care unit. Diagnostic assessment revealed an unspecified aortic insufficiency. Evaluation was underway for a tav-in-tav procedure. However, three nights following presentation, the patient became unstable in the middle of the night; the "respiratory result" spiked, pulmonary edema developed and the patient subsequently died. An autopsy was not performed. Per the physician, the cause of death was due to heart failure.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Updated data: b2. Outcome attributed to adverse event - the initial medwatch and first additional information supplemental medwatch reports were submitted as a reportable death with a date of death: (B)(6) 2023 (initial medwatch report: 2025587-2023-03801) and then aug 22, 2023 (supplemental medwatch report: 2025587-2023-03801). Additional information was received and is documented within this medwatch report to correct the date of death to (B)(6) 2023. This is not documented in the b2 section; however, as this report is not a patient death report. B5. Third paragraph. E. Initial reporter name, and occupation corrected data: b3. Event date. H6. H10. Supplemental medwatch (report: 2025587-2023-03801) reported a system reported device (brand name: vlv evolutr-34-us product ID: evolutr-34-us serial: unknown use by date: unknown UDI: unknown.) - there was no second device associated with this event. The patient passed away prior to intervention being performed. Additional codes (annex e, annex f, and annex g). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: b5. The fourth paragraph was added as the details were inadvertently omitted from the b5 third paragraph reported in the second supplemental medwatch report (2025587-2023-03801). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that four years and five months post implant of this aortic bioprosthetic valve, the patient was evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was due to failed valve. Subsequently, additional information was received that the patient died. The cause of death was not received. No further information was provided. Additional information was received that the patient was evaluated for a transcatheter valve replacement due to an unspecified valve failure. A valve-in-valve procedure was performed. During the procedure, the valve subsequently dislodged after final released. Subsequently, an aortic dissection was observed. The transcatheter aortic valve replacement (tavr) procedure was converted to open heart surgery to repair the dissection. The valve was subsequently explanted. Following the procedure, the patient died. The cause of death was due to aortic dissection and bleeding. Per the physician, the valve contributed to the death due to the valve dislodging. Additionally, per the physician, the delivery catheter system (dcs) can be excluded as a contributing factor to the patient¿s death. Additional information was received correcting the previously documented narrative for this patient. The patient did not undergo an intervention for the failed valve and no dissection, dislodge or conversion to surgery occurred. Medtronic received information the patient presented with heart failure and admitted to the intensive care unit. Diagnostic assessment revealed an unspecified aortic insufficiency. Evaluation was underway for a tav-in-tav procedure. However, three nights following presentation, the patient became unstable in the middle of the night; the "respiratory result" spiked, pulmonary edema developed and the patient subsequently died. An autopsy was not performed. Per the physician, the cause of death was due to heart failure. Additional information was received that when the patient was admitted to the intensive care unit; the patient was stable. The unspecified aortic insufficiency with an unknown severity. Work-up was in progress to determine whether the patient was a candidate for a tav in tav replacement procedure, and a conclusion had not been made. However, the patient's condition changed dramatically. Pulmonary/respiratory tests results showed a spike in an unspecified respiratory marker. The patient subsequently died on the fourth day of admission, due to heart failure and pulmonary edema. The physician indicated the medtronic valve was not a contributing factor to the patient's presentation and subsequent death.

Manufacturer narrative:
The codes present in section h6 correspond to multiple components/products that comprise this reported event. Ime/annex e code, fdd/annex b code, fdm/annex b code, additional codes: imf/health impact codes, img/component code this is a system report. The section d information is for the primary device, which was in use with the following: brand name: vlv e volutr-34-us, product ID: evolutr-34-us, serial: unknown, use by date: unknown, UDI: unknown. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was evaluated for a transcatheter valve replacement due to an unspecified valve failure. A valve-in-valve procedure was performed. During the procedure, the valve dislodged after final released. Subsequently, an aortic dissection was observed. The transcatheter aortic valve replacement (tavr) procedure was converted to open heart surgery to repair the dissection. The valve was subsequently explanted. Following the procedure, the patient died. The cause of death was due to aortic dissection and bleeding. Per the physician, the valve contributed to the death due to the valve dislodging. Additionally, per the physician, the delivery catheter system (dcs) can be excluded as a contributing factor to the patient¿s death.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and five months post implant of this aortic bioprosthetic valve, the patient was evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was due to failed valve. Subsequently, additional information was received that the patient died. The cause of death was not received. No further information was provided.